Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45, lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the device recorded an episode of ventricular tachycardia (vt), and it was suspected that the device provided inappropriate ventricular safety pacing due to the auto post-ventricular atrial refractory period (pvarp) settings, driving the patient into an episode of vt. The auto pvarp was programmed off, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.